Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided the reported pericardial effusion is likely the result of the transseptal wire perforating the left atrial appendage. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report after the procedure, the patient had a pericardial effusion. It was reported that the mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with grade 4. Two clips (cds0601-xtr, 91126u172, cds0601-xtr, 91126u173) were implanted, reducing mr to <1. The next day, (B)(6) 2020, it was noted that the patient had a pericardial effusion in the left atrial appendage. The patient was not symptomatic. There was no treatment performed. It was thought it might have been the transseptal wire perforating the left atrial appendage, but this was not confirmed. No additional information was provided.